Event description:
It was reported that the customer experienced issues with the sensors. The customer stated that when he pulled the needle out, the cannula came out as well. The customer reiterated that when he went to pull the hub off, the cannula pulled out as well. The customer's blood glucose was 127 mg/dl. The needle was essentially becoming stuck to the cannula. Advised that replacement sensors would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.